Event description:
The customer reported that the system shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a cable, bad cable on the system. Some lines were disconnected in this cable. The rep replaced the cable. The system operates as intended.